Event description:
It was reported that on (B)(6) 2009, the patient underwent a l4-s1 posterolateral lumbar fusion where rhbmp-2/acs was implanted. Pos t-operatively, the patient developed back pain, swelling and nerve pain. (B)(6) 2012: the patient presented to the ER with increased abdominal pain, nausea, and vomiting. After undergoing diagnostic testing, the patient underwent corrective surgery for a complete small bowel obstruction. During this procedure, it was noted that his small bowel was stuck to the orthopedic hardware, or cage rhbmp-2/acs device. The patient remained in the ICU and on and ng tube for several days. The patient continues to suffer from pain, constant nausea, and underwent significant rehabilitation after the surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: multi-level spinal stenosis and instability. Procedure: l4-s1 postero lateral spinal fusion. L4-s1 segmental instrumentation using pedicle rod screw construct. L4-s1 decompressive lumbar laminectomy. Harvest of local bone graft. Bone morphogenic protein and bone graft supplementation. Intra-op spinal cord monitoring and pedicle stimulation. As per-op notes¿ bone morphogenic protein wrapped around bone graft on top of the transverse processes without touching any of the muscle¿.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.